Event description:
It was reported that the asymptomatic patient presented for a follow up. The ventricular lead exhibited intermittent oversensing. The noise could not be reproduced with isometrics. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.